Event description:
The customer states that one patient sample generated false reactive architect (B)(6) assay results of 10.5 and 11.0 miu/ml. The sample was also tested on a non-abbott platform and generated a non-reactive result. The following day, the customer retested the sample on the architect platform and generated non-reactive results of 9.5 and 9.8 miu/ml. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.